Event description:
It was reported that during a laparoscopic gastric bypass, while forming the distal portion of the gastric pouch the stapler did not staple. The instrument was fired, but no staples were present. This was confirmed when the pouch was tested and no staples were present in this area. A smaller pouch was created on the distal part of the gastric pouch. There was no other patient consequence.